Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: vamc3838b100tu, sn (B)(4), expiration date: 2015-07-18, UDI # (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of an 8.6 cm thoracic aortic aneurysm. It was reported that a CT taken, revealed growth in the aneurysm sac without any evidence of an endoleak. The physician stated that the cause of the event could not be determined. The patient received an intervention where the physician implanted proximal and distal extensions with aptus endoanchors in order to improve the seal zones. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation summary: the exact cause of the aneurysm enlargement cannot be conclusively determined from the films provided. Films at implant and earlier post-implant films were not provided. The films provided showed that there is currently marginal proximal stent graft seal within the tortuous descending aorta. Contrast was seen outside of the proximal stent graft along the posterior side. However, the contrast did not appear to be feeding the aneurysm sac as there appears to be good seal near the second stent ring. The aorta surrounding the proximal stent graft appears to have dilated from disease progression, which likely led to the marginal proximal seal. Although no obvious endoleak was observed, it is possible that the thoracic aortic aneurysm was pressurized from the marginal proximal stent graft seal within the highly angulated section of the thoracic aorta, which resulted in the aneurysm enlargement.